Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had open book image on the screen. The customer¿s blood glucose was 11.5 mmol/l. Advised to discontinue use of the pump and recommended customer refer to back up plan per hcp instructions. The device will be returned for the analysis.